Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2236564: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 months after the primary, revision surgery performed due to infection. The surgeon completed dare procedure (debridement & washout) with multiple sample taken and revised successfully the liner (same size).